Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined to the smartpass feature was found to have been deactivated. The device was tested in clinic with noise able to be reproduced. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.